Manufacturer narrative:
(B)(4). The customer returned one box containing 14 representative unopened cartridges of 544240 hemolok l clips 6/cart 84/box for investigation. Visual examination of the returned cartridges revealed that each of the cartridges were unopened and returned with all 6 clips remaining. The appliers were not returned. Evidence of use in the form of biological material was not observed on the cartridges. No other defects or anomalies were observed. The reported complaint of "clip reopens after locking" was not confirmed based upon the samples received. Upon functional inspection, all clips in the 14 cartridges were all able to properly load into the jaws of a lab inventory applier and be successfully applied to over-stressed surgical tubing. The clips had no trouble loading into the appliers and no issues with closing or locking on the test tubing. No other damage was observed to the returned clips. Since no functional issues were found with the returned clips, the reported issue could not be confirmed. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "two clips have opened." Additional information received on november 05, 2025, indicated that no patient harm or injury was reported. The problem was resolved by using a new product from a different lot number.

Event description:
It was reported that "two clips have opened." Additional information received on november 05, 2025, indicated that no patient harm or injury was reported. The problem was resolved by using a new product from a different lot number.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.